Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and balloon. The shaft and balloon were microscopically examined. The shaft just proximal of the exit notch had numerous holes and a severe kink. There were also numerous kinks throughout the shaft and hypotube of the device. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, numerous streams of water emitted from the holes in the shaft wall. The balloon could not inflate due to the press loss from the shaft holes. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2016. It was reported that failure of balloon to dilate the lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated three times; however, the balloon failed to dilate the lesion even after several attempts. The device was completely removed from the patient and a non-bsc balloon catheter was advanced together with a non-bsc guide extension catheter. Dilatation was performed successfully and the procedure was completed. There were no patient complications reported. However, returned device analysis revealed shaft hole.